Event description:
Allegedly the surgeon found that the locking ring was removed from the cup by regular x-ray. The patient didn't have any certain symptoms. The surgeon wants us to measure it. Low activity level.

Manufacturer narrative:
Evidence that product in spec when used. No conclusion can be drawn.